Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device (cds0701-nt 00320u165) referenced is filed under separate medwatch report number.

Event description:
This report is being filed as the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that in 2015, two mitraclips were successfully implanted for mixed mitral regurgitation (mr) and a flail. The procedure date, part/lot numbers and the pre and post-procedure mr grades were not available. On (B)(6) 2021, the patient presented for a second mitraclip procedure due to recurrent mr grade 4. Reportedly, per physician, the mr had increased from the 2015 procedure baseline. Per physician, the recurrent mr was due to disease progression. The index procedure mitraclips had remained stable and well seated without any device related tissue injury or malfunction observed. There was a flail in-between the two clips that was deemed by the physician as unrelated to the mitraclip devices and related to disease progression. The second procedure was noted with difficulty in imaging due to the previously implanted clips. The first mitraclip cds0701-nt 00320u163 was successfully deployed in the desired position on the anterior/posterior leaflets. Reportedly, there was difficulty in positioning this clip due to visualization difficulty with the previously implanted clips, however, there was no clip-clip interaction. Mr reduction was noted. To further reduce mr, another mitraclip cds0701-nt 00320u165 advanced. A successful grasp was obtained when the first nt mitraclip had then detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). Reportedly, there was no clip-clip interaction or damage by one device to another suspected. The first establishing final arm angle (efaa) was performed with cds0701-nt 00320u165, however the clip opened while locked. Standard troubleshooting was performed three times; however, the clip would open while locked during efaa attempts. The clip was not deployed, and the device was removed without issue and without injury. Despite the slda, the mr had been reduced to grade 3-4. No treatment was reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficult or delayed positioning (anatomy) and poor imaging appear to have been results of procedural conditions. The reported incomplete coaptation/single leaflet device attachment appears to have been a result of the reported difficult or delayed positioning (anatomy). There is no indication of a product quality issue with respect to manufacture, design or labeling.